Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained at home following the treatment and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor: sn (B)(4) - (B)(6) 2011 (reuse), electrode belt: sn (B)(4) - (B)(6) 2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. CPR artifact contributed to the false detection. The patient was reported to be in the hospital and receiving a CT scan at the time of the event. It was reported that the patient was unconscious. The patient's heart rhythm entered asystole at 20:57:32 on (B)(6) 2014. Hospital staff were present at the time of the event and attempted to resuscitate the patient. During the time, the patient received three treatment shock at 20:58:54; 20:59:16, and 21:07:18 respectively in response to CPR artifact. The post shock rhythms were CPR artifact, asystole with CPR artifact, adn severe bradycardia with CPR artifact. The response buttons were not pressed during the entire event. The electrode belt was disconnected at 21:08:31. The patient remained at the hospital.